Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance which triggered a polarity switch. Patient felt mild discomfort after polarity switch occurred. Lead noise was also present. Noise was not reproducible. Clavicular crush was suspected as the source of lead noise but was not confirmed. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.